Event description:
It was reported that during a laparoscopic nephrectomy procedure, while using the device to mobilize the kidney, the instrument error came on. The scrub nurse was asked to perform the setup again. After which they retested, however, the instrument error still persisted. A new harmonic was used to complete the case with no problems. On cleaning the instrument to be returned, the nurse broke the blade off. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.